Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was pulled out in order to be removed, as it was difficult to deflate.

Event description:
It was reported that the catheter was pulled out in order to be removed, as it was difficult to deflate.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The sample was evaluated and salt accumulation was found on the drainage lumen wall that penetrated the inflation lumen and closed the inflation eye. This prevented water flow out from sac/balloon. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe, salt accumulation)/collapse lumen/sac close eye/valve damage. However, we were unable to determine root cause of returned sample. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿2. Precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ]" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.